Event description:
Paraplegic [paraplegia]; numbness legs, feet and hands [hypoaesthesia]; paralysis in fingers [paralysis]; neuropathy [neuropathy peripheral]; vasculitis [vasculitis]; weakness in feet / legs [muscular weakness]; pain in legs / feet [pain in extremity]; tingling in legs, feet and hands [paraesthesia]. Case description: a regulatory authority rep reported that they were notified by an adult consumer, age and gender unspecified, who used fixodent denture adhesive, original cream 2-3 strips of application, 2 /day beginning 1995 through 2010 to keep dentures in place and fill gaps to make dentures fit better, and reported the following: started feeling numbness and tingling first in legs and feet and then in hands, there was paralysis in the small fingers of both hands beginning 2000, was diagnosed with neuropathy which developed into an extreme case including vasculitis, weakness in legs / feet and pain in legs / feet so badly that they could not walk very far nor climb many stairs, and is now paraplegic and can only move by wheelchair. Treatment: unspecified. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.